Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.